Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with thirty-six unopened samples and twenty-eight sealed samples were received for analysis. Product code vcp426h. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand. No anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -patient status/ outcome / consequences -- no, -patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? There are no side effects on patient. But it increase the surgical time. -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- no, the following information was requested, but unavailable: -was surgery delayed due to the reported event? -- unknown, -was procedure successfully completed? -- unknown, -were fragments generated? -- unknown, -if yes, were they removed easily without additional intervention? -- unknown -is the patient part of a clinical study -- unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please confirm, how many devices demonstrated the alleged deficiency? - what was being done when the sutures detached from needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? A manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture detached from needle. No adverse patient consequences were reported. Additional information was requested